Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that an insufficient battery charge may have been the cause. The customer was instructed to fully charge the device. The system was returned to service.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposure and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.